Event description:
It was reported that 4 as lvp 20d 1.2m were clogged during use. The following was reported by the initial reporter: "it was reported that the difficulty with priming this item is an ongoing issue. There are 5 more events that were reported. Verbatim: new complaint: 5 more complaints over weekend. None saved. Event dates: 1 on (B)(6); remaining 4 on (B)(6); ongoing issue for this lot.".

Manufacturer narrative:
Correction: the manufacturing plant information was entered incorrectly. The following fields have been updated: d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v.

Manufacturer narrative:
H6: investigation summar:y no product or photo was returned by the customer. The customer complaint that the difficulty with priming this item is an ongoing issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 as lvp 20d 1.2m were clogged during use. The following was reported by the initial reporter: "it was reported that the difficulty with priming this item is an ongoing issue. There are 5 more events that were reported. Verbatim: new complaint: 5 more complaints over weekend. None saved. Event dates: 1 on 4/8; remaining 4 on 4/11; ongoing issue for this lot."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 as lvp 20d 1.2m were clogged during use. The following was reported by the initial reporter: it was reported that the difficulty with priming this item is an ongoing issue. There are 5 more events that were reported. Verbatim: new complaint: 5 more complaints over weekend. None saved. Event dates: 1 on 4/8; remaining 4 on 4/11; ongoing issue for this lot.".